Event description:
Revision of bearings component of mrh due to infection. Dair procedure. Dair due to infection only.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 similar event for the lot referenced. The following devices were also listed in this report: device name# mrhk bumper insert - neutral; cat# 64812130; lot# lms391 device name# mrh axle; cat# 64812120; lot# ctd121098 device name# mrhk femoral bushing; cat# 64812110; lot# lnf609 device name# mrh tib rot comp xs-xl; cat#64812100; lot# 211581a device name# mrhk femoral bushing; cat# 64812110; lot# lnf594 device name# mrhk tibial sleeve; cat# 64812140; lot# lna103 device name# kmax stem extnr(s,m,l,xl)155mm; cat# 64768270; lot# ctd135111 device name# mrh tibial b/plt keel sml 1; cat# 64813110; lot# t3y7p device name# triathlon asymmetric x3 patella; cat# 5551-g-299-e; lot# 1hw5 device name# kmax stem extnr(s,m,l,xl)155mm; cat# 64768270; lot# ctd72102 device name# mrh knee fem m rgt; cat# 64811121; lot# ypr4d it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.